Event description:
It was reported that a perforation of the right coronary artery occurred that needed graftmaster stents for treatment. The first device implanted was a 2.8 x 19 mm. The second 2.8 x 16 mm would not cross so the third 3.5 x 16 mm was implanted overlapping the first device and the perforation was sealed. There were no issues with the devices that were implanted and 2 were needed to cover the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.